Event description:
It was reported that that this right ventricular (rv) lead was fractured. It was determined that the patient does not need therapy from the device any longer. The clinic wanted to program therapy off, however, still use the device as a pseudo loop recorder. Boston scientific technical services (ts) discussed about ventricular monitor only. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).